Manufacturer narrative:
The interface control board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The filament driver control board was returned to the manufacturer for evaluation. Testing found that a diode on the board was electrically overstressed. The ht controller board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that after changing the interface board and filament driver board due to system error 15, the system passed all tests required and was fully functional. The interface control, filament driver, and ht controller boards was returned to the manufacturer for analysis. These components are currently under analysis.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported the system was unable to shoot xray. The site received a generator error 15 which means no filament current was being sent to the tube. No patient present.